Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the customer performed a pump reset clearing the malfunction alarm and planned to resume insulin delivery independently. There was no adverse impact to the customer's blood glucose level.